Manufacturer narrative:
This device is used for treatment; not diagnosis. Date removed, due to devices still implanted. Placeholder.

Event description:
It was reported by the sales consultant: patient experiencing pain sometime in (B)(6) 2012 after hearing a pop in back, and where the patient started to experience constant stabbing pain which radiated to patient's right hip. Revision surgery of l2-l3 fusion (initial implant/surgery performed in (B)(6) 2012 with no inter body) performed on patient on (B)(6) 2013, as x-rays demonstrated the left rod had slid out of the cranial head and down through the caudal head. Further, x-rays also showed the exhibited the right sided construct caudal head had popped off the screw. The surgeon decided to replace two screws, all heads, all locking screws, and rods. It was also reported the patient have had multiple spine surgeries in the past, including prior fusion down to l5, where screws were left intact, but where the heads had been removed. This report is for a 6.2mm ti click-x pedicle screw dual core 45mm thread length. This is 9 of 12 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Explant date (B)(6) 2013, date verified correct by received info on 8/6/2013 by questionnaire.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: mni. It was reported patient implanted with device on unknown date in (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.